Event description:
It was reported that during a gastric bypass procedure, the device would not fire. A like device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.